Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported positioning failure (leaflet grasping and leaflet capture) appears to be related to patient morphology/pathology (due to degeneration), per the physician. The reported mitral regurgitation (mr) appears to be a cascading effect of the grasping and capture attempts. Mr, as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, during the routine transthoracic echocardiogram (tte), it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Mr was grade 3-4 after slda. Patient had symptoms of shortness of breath and medication was provided. On (B)(6) 2026, physician tried to place the second mitraclip lateral to the first clip. However, there was difficulty grasping and capturing both the leaflets and leaflets slipped out of the clip. Second clip was removed from the patient and the procedure was discontinued. Mr increased slightly from grade 3-4 to grade 4.